Event description:
It was reported that when using torque driver, hex slipped. Driver moved in hex implant. Removed and replaced a new bopt5411. Tooth # 19.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided.

Manufacturer narrative:
One (1) 3i t3â® tapered implant 5/4 x 11.5mm (bopt5411) was returned for investigation the torque driver was not returned. Visual evaluation of the as returned product identified the implant with signs of use. Damage drive feature identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported implant was located on tooth # 19 (universal) and was used, placed and removed on the same. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2022010436). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2022010436) for similar events and no other complaint was identified. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported events (device malfunction & damaged drive feature) or product (bopt5411). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did occur and the reported event (damaged drive feature) was confirmed. Additionally, torque driver malfunction and the reported event (device malfunction) could not be verified, since it was not returned.

Event description:
No further event information available at the time of this report.